Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred immediately at the start of a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were being utilized for the treatment. Two blood test strip was used to test for the presence of blood, and the both tested negative. The rn reported that they mistakenly drew the sample from the bicarb instead of the dialysate, which is why the strips tested negative. No damage was identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was returned. According to the rn, the staff member was unaware that the blood is not supposed to be returned. As a result, blood loss was minimal. The patient¿s estimated blood loss (ebl) was less than 5 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.